Manufacturer narrative:
H.6. Type of investigation code b15: post-implantation cta dated (B)(6) 2025 shows: the proximal gold band of the first implanted gore® tag® thoracic branch endoprosthesis (tbe) appears to be 6-8cm distal to the proximal landing zone. Axial images show the lsa is patent. However, there does not appear to be any of the tbe side branch extending into the lsa. There appears to be contrast outside the implanted devices. Due to the side branch being disconnected from the lsa, a type iii endoleak is present because of the thoracic component and side branch disconnection and the connection with the vessel is broken. H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic branch endoprosthesis that may occur include, but are not limited to, device migration and endoleak.

Manufacturer narrative:
It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic branch endoprosthesis that may occur include, but are not limited to, endoleak.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for a zone 2 thoracic aneurysm using the gore® tag® thoracic branch endoprosthesis (tbe) system. The aortic component was successfully deployed. While advancing the side branch, the portal moved posterior. This led to the device losing proximal seal, and the device migrated distally about 6-7cm. The side branch was deployed, but a second side branch was required. Additionally, the tbe was extended proximally with a gore® tag® conformable thoracic stent graft (ctag). On the completion angiogram, a type iii endoleak was noticed between the aortic component and a branch component of the tbe. A reintervention is planned to extend the portal with another side branch component. Reportedly the steep angle of the lsa to the aortic arch likely caused the issue.